Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver of a disabled customer reported an error message for 2 hours or more when scanning the adc freestyle libre sensor. As a result of the caregiver was unable to monitor the customer's blood glucose. The customer experienced symptoms of hypoglycemia and emergency services were called one to two times. The customer was provided unspecified treatment by both hcp and non-hcp. Additionally, the caregiver was advised to give the customer a "sip water," something sweet, and other unknown treatments to raise the customer's blood glucose. The caregiver was not able to provide additional details regarding the medical event. There was no report of death or permanent injury associated with this event.